Event description:
It was reported that the bd injector luer lock n35c bns had foreign matter. The following information was provided by the initial reporter: it was reported that found foreign matter buried (black mark) before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
(B)(4) follow-up report for correction. This report is supplemental to previously submitted 003152976-2026-00123, the failure was determined to not be a reportable event after the MDR was submitted.